Event description:
Pt having reg gyn checkup. After exam, started to dress & hand got red & itched. Washed w/hot h20. Eyes; red & watery. Face; red & swollen. Couldn't breath. Nearly passed out. (3 min) called nurse. Needed air called dr. Gave rptr shot of epinephrine & oxygen & took pt to emergency rm. Stayed in hosp overnight. Went into anaphylatic shock. (Latex allergy.) This had never happened before. Saw dr 12/1/97, blood test 1-26-98.